Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and a slice on the tubing by the electrode ground ring was observed. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and device extrusion. The recipient's device was explanted. The recipient reportedly received limited benefit from the cochlear device. The recipient will not be reimplanted.

Manufacturer narrative:
The infection is reportedly not device related. The recipient has reportedly recovered well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.